Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump display was blank. Troubleshoot was performed. The insulin pump went off after being exposed to water in the sea. Caller stated the insulin pump was vibrating prior turning off. Caller changed the battery but the issue reoccurred. Additionally, there was no crack on the insulin pump. Insulin pump will not be returning for analysis.